Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that the pneumothorax was not ion related and it would have likely occurred via another modality. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was about 9x16x12 millimeters (mm) in size and located in the right middle lobe, medial segment adjacent to the pleura. Instruments used during biopsy included compatible forceps, and a bronchoalveolar lavage was also performed. The biopsy findings were positive for benign granuloma. Upon waking up after the procedure, the patient reported chest pain. A chest x-ray was done immediately, and a moderately sized pneumothorax was discovered. To resolve the pneumothorax, a chest tube was placed and then removed after 24 hours of admission. The patient was then discharged home and is reported to be doing well. The physician reported that the pneumothorax was not ion related and it would have likely occurred via another modality. There was no device malfunction associated with the event.